Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that more than 10 days ago, since their ins had gone into the red/low zone, they felt like stimulation hadn't been working as well as normal. Patient noted normally if they have a very active day, they will charge the implant in the morning to 100% and then by the end of the day it's going back down to 70-80%, then about 50% by morning. Caller stated the implant has been hanging out at 90% and the most it will go down to is 70-80% by the time they'd expect it to be down to 50%. Caller said they made sure their stimulation was on and on the right group. Caller then said they have been experiencing discomfort and not feeling the "little tickles" that they used to feel from the stim. The issue was not resolved. Agent reviewed information and redirected the patient to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that the rep had reprogrammed the patient today and impedances looked good.

Event description:
Additional information was received, it was reported the patient had four programs available in group a but only one program was activated. The representative noted that likely accounted for the reduced depletion rate as well as the reduced paresthesia. The issue was resolved by connecting the clinician tablet to the patient's stimulator battery, activating all four programs in group a, titrating to appropriate intensity and reviewing patient diaries. The physician was aware of the situation and resolution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.